Event description:
Customer reported the rn hung kc1 at 05:25, 20 meq in 100 ml, and within 35 minutes the entire bag was infused. The kc1 was programmed as a secondary infusion. According to the reading on the pump there was still 28 minutes left on the infusion. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once it has been completed.